Manufacturer narrative:
H4: the lot was manufactured from may 18 to may 19, 2023. H10: the device was received for evaluation with 150ml of fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The luer cap was removed, and evidence of continuous flow of fluid was observed flowing out of the distal luer. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. The device was determined to be a conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor had no flow. This occurred in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.